Event description:
This is a spontaneous case report received from a physician in france on (B)(6) 2015 referring to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. Placement was normal and occurred on (B)(6) 2014. Control hysterosalpingography was reported with no result. Patient got pregnant. No further information was provided. Pregnancy questionnaire and medical records were received on (B)(6) 2015 from physician. This case was upgraded to incident. Patient's initials and date of birth was provided. This report refers to a (B)(6) years old female patient. On (B)(6) 2014 essure was implanted. The insertion was performed during follicular phase. Hysteroscope had been inserted easily. The cavity had a normal aspect. Endocervical outlet was normal. Both inserts were placed with 4 trailing coils on the left and 6 trailing coils on the right. No incident during the placement. Uterine findings prior to insertion showed no abnormal findings. Minesse (ethinylestradiol, gestodene) was used as alternative contraception after essure placement until (B)(6) 2014. In (B)(6) 2014, essure confirmation test was done by hysterosalpingogram (hsg) and by transvaginal ultrasound. The confirmation test confirmed bilateral tubal occlusion. The patient was advised by the doctor to rely on essure based on the result of the test. On (B)(6) 2015, right cornual pregnancy was confirmed by the doctor. Left insert was not seen on ultrasound and right insert was well placed. Occlusion seen via hysterosalpingogram with left insert slightly faraway in the fallopian tube. Surgery was performed under general anesthesia: bilateral salpingectomy, removal of essure on mesentery area, left corneal resection and aspiration curettage. Essure was not in situ after diagnosis of pregnancy. Essure was removed via laparoscopy. It was medically necessary to remove essure. Essure was not removed because of patient request. No pathology results, signs of infection, inflammation and etc. No further information will be available. Follow up (B)(6) 2015: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur with the use of any contraceptive and is not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither a batch number nor complaint sample were provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this is a spontaneous and medically confirmed case report. It refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted and had a right cornual pregnancy confirmed (previously reported as pregnancy and interpreted as uterine pregnancy). A bilateral salpingectomy, removal of essure from mesentery area and left corneal resection with aspiration curettage were performed. The right cornual pregnancy, interpreted as ectopic pregnancy with contraceptive device, and the essure found in mesentery area during surgery for removal, interpreted as device migration (implied perforation), was considered serious due to medical importance. According to essure's reference safety information, these events are listed. Uterine perforation may occur with trans-cervical intrauterine procedure, including essure insertion. In this particular case, the presence of essure in the mesenteric area was noticed during surgery for its removal. It is not clear if the migration (perforation) occurred during insertion or afterwards. However, considering the positive temporal relationship and given the nature of this event, it was considered related to essure procedure. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. In this particular case, the ectopic pregnancy was diagnosed approximately 8 months after essure insertion. Based on available information, the pregnancy could be related to an ineffective device or incorrect localization of inserts. Therefore, the causal relationship with essure cannot be excluded. This case is regarded as incident due to required intervention. The product technical complaint analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Updated ptc analysis is expected.

Manufacturer narrative:
Follow-up information received on 23-jul-2015 nca number received as (B)(4). Follow up 28-jul-2015: ptc investigation results were updated without major changes and were provided. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur with the use of any contraceptive and is not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither a batch number nor complaint sample were provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 29-jul-2015 for the following meddra preferred terms: ectopic pregnancy with contraceptive device: the analysis in the global safety database revealed (B)(4) cases. Device dislocation: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this is a spontaneous and medically confirmed case report. It refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and had a right cornual pregnancy confirmed (previously reported as pregnancy and interpreted as uterine pregnancy). A bilateral salpingectomy, removal of essure from mesentery area and left corneal resection with aspiration curettage were performed. The right cornual pregnancy, interpreted as ectopic pregnancy with contraceptive device, and the essure found in mesentery area during surgery for removal, interpreted as device migration (implied perforation), was considered serious due to medical importance. According to essure's reference safety information, these events are listed. Uterine perforation may occur with trans-cervical intrauterine procedure, including essure insertion. In this particular case, the presence of essure in the mesenteric area was noticed during surgery for its removal. It is not clear if the migration (perforation) occurred during insertion or afterwards. However, considering the positive temporal relationship and given the nature of this event, it was considered related to essure procedure. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. In this particular case, the ectopic pregnancy was diagnosed approximately 8 months after essure insertion. Based on available information, the pregnancy could be related to an ineffective device or incorrect localization of inserts. Therefore, the causal relationship with essure cannot be excluded. This case is regarded as incident due to required intervention. The updated product technical complaint analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.